Event description:
It was reported that a lead impedance alert was triggered on the patient's right ventricular (rv) lead due to low impedance. During the lead impedance alert it was also reported that the patient was syncopal. Subsequent examination by the patient's physician revealed that the rv lead had fractured and exhibited high impedance and intermittent capture. The rv lead was explanted and replaced. It was also reported that the patient's right atrial (ra) lead exhibited oversensing. The patient's ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead had been returned.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.